Event description:
It was reported that: during a percutaneous ventricular assist device pvad procedure the consultant had a very difficult time pushing through the valve. Bypass tube extremely stiff. Completed with this device. Patient was reported as fine.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a percutaneous ventricular assist device removal, a 14f manta was deployed for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub although no buckling or bending occurred to the bypass tube when met with resistance. The physician continued to apply force to the 14f manta device while inserting the bypass tube through the hemostatic valve, completing closure. The patient outcome post-procedure was fine, and no harm or consequence was experienced by the patient. The manta instructions for use indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: during a percutaneous ventricular assist device pvad procedure the consultant had a very difficult time pushing through the valve. Bypass tube extremely stiff. Completed with this device. Patient was reported as fine.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.